Manufacturer narrative:
(B)(4). Date sent: 6/23/2016. Batch # unk. Additional information was requested and the following was obtained: what type of procedure was the device being used in? CABG when the take down mammary artery. How much blood was loss (ml)? Very little. How was the bleeding controlled? Another clip another applier or they will see a hole. Did the patient receive a blood transfusion or any additional treatment based on the bleeding? If yes, please explain. How was the procedure completed? No blood transfusion. What is the current status of the patient? Patient has done okay.

Event description:
It was reported that the doctor was performing a CABG procedure and the clip applier didn't deploy a clip when the trigger was squeezed, resulting in the vessel being incised by the clip applier. It was not reported how hemostasis was controlled, how the procedure was completed, how many devices were used in the procedure or if there was any consequence to the patient. No product will be returned.